Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system logs and confirmed the reported issue. The cpu board was replaced. Block a: patient information could not be obtained due to country privacy laws.â â  block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718

Event description:
It was reported that there was a malfunction resulting in the loss of display during a case. The unit was restarted and case completed. There was no patient injury.